Manufacturer narrative:
E1 initial reporter city: (B)(6).

Event description:
It was reported that a rotaburr stuck with rotawire occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.50mm rotapro and rotawire drive was selected for use. During removal, it was noted that the rotaburr got stuck with the rotawire. The device was removed with the rotawire as one unit. The procedure was completed with this device. There were no patient complications.